Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 16mm catalog #: 42522100516 lot #: 65380490, unknown persona tibial component catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address instability approximately one (1) month post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h4. Visual evaluation of pictures provided identified explanted femoral and articular surface components covered in bio-debris, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.